Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had a knee replacement last thursday. She turned the ins off for the surgery and turned it back on sunday. Since then, her symptoms have been more frequent. She had been using the restroom every 2 hours. The only time she was ever 100% satisfied with the ins was when she first had the ins implanted. Within 6 months of implant she had frequent reprogramming. The patient had already tried all the programs. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v879144, implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had no stimulation sensation. The patient was having symptoms and wanted to use the programmer to turn the stimulator up. The patient also had not used the device in a while and was getting up too frequently at night. The patient's daytime and nighttime frequencies had both escalated, which started the last two to three weeks. The patient was at 6.4 amps on program 4 and when she tried to increase the amplitude she saw a warning screen. The patient's device was off at the time of the report. The patient was assisted in decreasing stimulation before turning it back on. The patient decreased from 6.4 amps to 5.0 amps. The patient then turned it back on and felt a jolt, which she stated "really jacked her up."the patient pressed the minus sign to decrease stimulation, but saw the poor communication screen. Thus the patient readjusted that antenna and this resolved the issue. The patient decreased stimulation until it was comfortable at 4.3 amps.